Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced paralysis following the implant procedure due to an epidural hematoma. The physician removed the hematoma and the surgical lead, after which the patient regained movement. The patient is recovering in a rehabilitation facility and remains under medical supervision.